Event description:
The caller reported that the touchscreen of their pump was cracked and shattered, making it unresponsive and illegible. There was no reported adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin delivery.